Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that after the physician experienced radial spasm as he tried to remove the r2p destination sl sheath. He was in an outpatient lab and had the patient transferred to a hospital to be heavily sedated. The sheath was successfully removed at the hospital. There was no injury to patient and the patient was reported to be in good condition. The procedure outcome was good. Additional information was received 16october2019: the patient was transferred to the cath lab after administering minor sedation at obl with radial cocktail. General anesthesia was given and the device was pulled out without any resistance. There was no breakage and the patient condition is stable.